Event description:
The complainant reported that the patient was implanted with an impella cp for mechanical circulatory support due to acute myocardial infarction/cardiogenic shock. While on support, the complainant reported ventricular fibrillation did not stop after seven times of direct current defibrillation. While compressing the chest, the impella slipped into the aorta, so it was removed. Veno-arterial extracorporeal membrane oxygenation (va-ECMO) was planned for hemodynamic stabilization.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.